Event description:
A malfunction on a customer's pump was reported, with no notable events occurring prior to the malfunction. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.